Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could be confirmed. During service, the device failed the cone verification test. If additional info becomes available a supplemental report will be submitted. This event was previously reported erroneously under the duplicate MFR report # 1045834-2013-08171 on (B)(4) 2013. Please disregard this report. The medwatch with the same MFR report number and reference number (B)(4) sent on (B)(4) 2013 is correct. (B)(4).

Event description:
Report received from the USA stating that the device was broken and does not work. It is unk if the device was used during surgery. It is also unk if there was any pt or user injury, medical intervention or surgical delay related to the event. The date of event is also unk. No additional info available.